Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. It was reported that patient faced infusion set tubing leakage at site event on (B)(6) 2024 through (B)(6) 2024. The infusion set was in use for one day. The glucose level was 350 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.